Manufacturer narrative:
Zimmer biomet (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty. After implantation, she experienced pain. The patient alleges significant swelling "causing a 10 degree bend" in her knee. The patient further alleges the device was contaminated which led to sepsis and the patient is in constant pain from her knee which radiates to her "ribs and sides." The patient is able to ambulate but with considerable pain. The patient allegedly went to another physician who told her that there was a problem with the implant and that "the anchors were down instead of up." No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.